Manufacturer narrative:
Review of receiving certificate of conformance showed that lot had no anomaly or deviation. Evaluation of returned device found that the cutting edges of the reamer are dented and worn. The added force required to ream with a dull reamer could have caused a fatigue fracture. Artifacts on the two fracture surfaces indicate a bending fatigue fracture. The user facility was notified of the event on (B)(6), 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent hip procedure on (B)(6), 2011. After using the 52mm acetabular reamer, the surgeon noted that part of the reamer had broken off. The fractured piece of the reamer was removed from the patient and another reamer was used.